Event description:
Device report from synthes reports an event in italy as follows: this report is being filed after the review of the following journal article: lugani, g., et al (2021), early complication of a subtrochanteric periprosthetic fracture following hip resurfacing. Is varus healing acceptable? A case report and literature review., acta biomed. Vol 92 (xx), pages 1-7. (Italy). This study presents a case of a 69 years old, male, with hip resurfacing prostheses implanted on the left side twelve years previously with a competitor device and the right side ten years previously with another competitor device, who came to there attention as a result of high-energy trauma with x-ray evidence of a subtrochanteric fracture of the right femur (ao 31-a3.2), with no x-ray signs of mobilization of the prosthesis. The following day they performed synthesis using a 4.5/5.0 locking compression plate (lcp) with trochanteric fixation. After surgery, the limb was kept in non-weight-bearing position for six weeks and, following a satisfactory clinical and x-ray check-up, a protected weight-bearing regime was introduced along with a cycle of physiotherapy. One month later, as a result of a functional overload, they saw the patient again for a sudden feeling of collapse associated with localised pain in the trochanteric region. The x-rays taken in a&e showed a breakage of one of the proximal screws on the plate and varus collapse of the fracture. Given the characteristics of the fracture and the presence at the site of synthesis materials and the prosthetic implant, they assessed the possibility of further synthesis or revision of the implant. However, they decided to opt for conservative treatment, adjusting the weight-bearing regime and adding a cycle of biophysical stimulation and treatment with clodronate. Six months after the fracture, the clinical outcome is satisfactory despite a lack of consolidation of the varus fracture and even though the x-ray and CT scan images do not show a complete recovery. A copy of the literature article is being submitted with this medwatch. This report involves one unk - screws: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.